Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician was attempting to use a resolute onyx rx drug eluting stent to treat a severely calcified mid ostium lad lesion. No damage was noted to the device packaging or issues noted when removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was performed successfully. The lesion was pre-dilated. During the procedure, the stent, that did not pass through a previously deployed stent. Resistance was encountered during delivery and the onyx stent would not cross. The physician tried to push harder. The stent was removed to enable further balloon dilatation and the physician took a guideliner. Despite noting flaring at the proximal end of the stent, decided it was ok to use again. The onyx stent got stuck again and it was noted that the proximal end looked increasingly deformed. The physician attempted to remove the whole system but the stent dislodged in the left main. The physician continued the procedure by further dilation and used another resolute onyx stent to treat the original lesion and then took another resolute onyx stent and jailed the dislodged stent to the wall of the left main with a little of the stent left sticking into the aorta.the physician used ivus and confirmed there were no remaining issues. Please note that this device resolute onyx is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.